Event description:
The following information was reported: a mynxgrip balloon ruptured during deployment. The reason for the balloon rupture is undetermined. Hemostasis was achieved by either using another device from another manufacturer or by holding manual pressure for no more than 20 minutes. Vessel type: artery.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).